Event description:
It was reported that the patient had a fall about 3 weeks ago and, initially, did not have any change in the stimulation from their implantable neurostimulator (ins). However, they began to feel that if they moved a certain way they experienced an uncomfortable s hocking/jolting sensation. Impedance testing showed 8 of the 16 electrodes had values of >10,000 ohms. It was noted that 6-7 contacts had issues with out of range impedances and that the only good contacts were on the other lead were #11 and 12. The patient was re programmed with high density settings (group b with 2 programs both at 500 ¿sec and 250 hz) with favorable results. On follow up the patient was reported as getting 50% or greater reduction in their symptoms. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product: ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that due to the fall and high impedances the patient would be having a lead revision. The date was no yet scheduled but their health care provider (hcp) noted it would occur sometime in (B)(6) of 2015. The patient was not recovered and their symptoms were still ongoing.